Event description:
The customer called about having high blood sugar levels for the past few days. Troubleshooting was done and the customer couldn't see any insulin exiting. The customer stated that the driver arms are locked, but the block still moves. The customer was instructed to revert to manual injections per md protocol.